Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 125mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm during rewind as a result of a motor encoder signal being out of phase.